Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emergency button for asynchronous dual chamber pacing on the external pulse generator (epg) was not working. The epg has been returned to service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the emergency pacing button of the device did not work; the keypad was defective. It was also noted that the battery drawer and battery compartment were corroded. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.